Event description:
Reporter states, "when packages was opened by customer, the box was found to be empty." There was no adverse consequence to the patient or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The results of the evaluation suggest that it is highly unlikely for this event to have occured. Additional MFR info: section d9: device available for evaluation? Yes/rtnd to mfg.=10/22/97